Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed multiple replace battery alarms recorded on the date of the alleged event. No reboots were observed in the black box data. On examination, the battery compartment was noted to be cracked. The threads on the battery cap that was returned with the pump for investigation were noted to be intact. Testing of the battery cap revealed the cap to be within specifications. The powered on with a low battery warning. On testing, the battery cap was noted to maintain an electrical connection. The pump was exercised for 24 hours and power loss was duplicated during this test. There was evidence of moisture inside the battery compartment. A leak test was performed revealing a leak in the battery compartment. The pump was opened for investigation and did not reveal any evidence of moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.